Event description:
An obituary was found with information matching the description of a vns patient. The obituary does not provide much information, but it did provide the date it was published, the name of the patient, the town, and the age of the patient at the time of her death. The date of death was estimated by the vns manufacturer to be 3 days prior to the obituary being published. A battery life calculation estimate was performed and contained information from the date of the vns implant to 7 days prior to the date the obituary was published. The battery life calculation estimated over 10 years of battery life was left until it reached the neos = yes (near end of service) condition at the time of the patient's death. The programming history database was reviewed and no anomalies believed to be associated with the patient's death were observed. The device history record for both the vns lead and the vns generator were reviewed and each device was found to have passed all testing prior to distribution. Attempts for additional relevant information have been unsuccessful to date.